Manufacturer narrative:
The insulin pump was received with loose and protruded drive support disk. Pump was unable to prime during prime test and motor error alarm during basic occlusion test due to loose and protruded drive support disk. No prime alarm was noted. The insulin pump passed displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. No rewind anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 176 mg/dl at the time of the incident, blood glucose was 218 mg/dl. The customer stated that the drive support cap appears flush. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.